Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pocket stimulation. The device experienced minute ventilation signal oversensing. The lead remains in service. No adverse patient effects were reported.